Manufacturer narrative:
Event date: exact date unknown, event occurred 1 year ago from date manufacturer was made aware. Explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19492581.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator explant procedure and the patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned as the battery was discarded by the facility.